Event description:
The facility reports the resident was being helped from the toilet by a temporary employee using the hoist. The pt fell/slipped out of the lifter against the wall and onto the floor. When other colleagues came, the pt was already sitting against the wall. The pt suffered a broken hip, broken upper leg, and broken arm.